Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was ordered for replacement to resolve the issue.

Event description:
The hospital reported damage to the bag to vent switch preventing the selection of the desired ventilation mode. There was no report of patient involvement.